Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, the tip did not extend. The ipl was removed and not im planted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification.